Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 500:320:654:0000, and determined the root cause to be a pinched main speaker harness. The main speaker harness was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump which experienced failure code 500:320:654:0000. It is unknown when or at what point in the process the reported condition occured. There was no documented patient injury or medical intervention necessary. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.